Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation (pfa) procedure for pulmonary vein isolation to treat paroxysmal atrial fibrillation was performed using a farawave catheter. A faradrive steerable sheath was placed and a farawave catheter was advanced into the left atrium. Pfa was completed on the left superior, left inferior, and right superior pulmonary veins. Ablation began on the right inferior pulmonary vein and the patient became hypotensive. A non major pericardial effusion was identified via sonogram and the physician proceeded with the procedure. The blood pressure of the patient was unable to be managed and preparations were initiated to aspirate the pericardial effusion. The patient went into asystole for seven (7) minutes. A total of 1.8l of blood was drained from the pericardial effusion and cardiopulmonary resuscitation was performed. The patient was transferred to the cardiac surgery intensive care unit and hospitalized beyond the standard of care.

Event description:
It was reported that a pericardial effusion occurred. Procedure summary: a pulse field ablation (pfa) procedure for pulmonary vein isolation to treat paroxysmal atrial fibrillation was performed using a farawave catheter. A faradrive steerable sheath was placed and a farawave catheter was advanced into the left atrium. Pfa was completed on the left superior, left inferior, and right superior pulmonary veins. Ablation began on the right inferior pulmonary vein and the patient became hypotensive. A non major pericardial effusion was identified via sonogram and the physician proceeded with the procedure. The blood pressure of the patient was unable to be managed and preparations were initiated to aspirate the pericardial effusion. The patient went into asystole for seven (7) minutes. A total of 1.8l of blood was drained from the pericardial effusion and cardiopulmonary resuscitation was performed. Patient status: the patient was transferred to the cardiac surgery intensive care unit and hospitalized beyond the standard of care. It was further reported that cardiac tamponade occurred in conjunction with the pericardial effusion. Pericardial drainage was performed via a subxiphoid approach with an estimated no flow of 0 minutes and a low flow rate of 12 minutes. Following cardiorespiratory arrest due to asystole the patient developed post anoxic encephalopathy. The patient remained in intensive care for approximately thirty (30) days post index procedure and experienced cardiogenic shock as well as septic shock due to pneumonia associated with mechanical ventilation. Reanimation efforts were discontinued and the patient died.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn #m004pfce41m401 batch #0037519501. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the farawave catheter was disposed at the healthcare facility, therefore returned device analysis could not be performed. Three (3) photographs were received depicting the packaging label of the farawave catheter, faradrive sheath, and guidewire. The images did not provide any additional information or insight into the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists pericardial effusion, cardiac arrest, neurological impairment, hypotension, and death as known potential adverse events associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of pericardial effusion, cardiac tamponade, asystole, cardiopulmonary arrest, encephalopathy, cardiogenic shock, septic shock, pneumonia, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported that during a pulse field ablation procedure using a farawave catheter the patient decompensated. A pericardial effusion with cardiac tamponade was identified requiring pericardial drainage. Asystole led to cardiorespiratory arrest requiring resuscitation. Subsequent development of encephalopathy, cardiogenic shock, septic shock, and pneumonia while in the intensive care unit represents downstream consequences of the initial adverse event with patient death as the final outcome. Pericardial effusion, cardiac tamponade, asystole, cardiopulmonary arrest, encephalopathy, cardiogenic shock, septic shock, pneumonia, and death are known potential adverse events associated with the use of the farawave catheter.

Manufacturer narrative:
This supplemental report is being submitted with updates to sections: b2 outcomes attrib to adv event, b2 date of death, b5 describe event or problem, b7 other relevant history, h1 type of reportable event, h6 patient codes, h6 impact codes. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a pericardial effusion occurred. Procedure summary a pulse field ablation (pfa) procedure for pulmonary vein isolation to treat paroxysmal atrial fibrillation was performed using a farawave catheter. A faradrive steerable sheath was placed and a farawave catheter was advanced into the left atrium. Pfa was completed on the left superior, left inferior, and right superior pulmonary veins. Ablation began on the right inferior pulmonary vein and the patient became hypotensive. A non major pericardial effusion was identified via sonogram and the physician proceeded with the procedure. The blood pressure of the patient was unable to be managed and preparations were initiated to aspirate the pericardial effusion. The patient went into asystole for seven (7) minutes. A total of 1.8l of blood was drained from the pericardial effusion and cardiopulmonary resuscitation was performed. Patient status: the patient was transferred to the cardiac surgery intensive care unit and hospitalized beyond the standard of care. It was further reported that cardiac tamponade occurred in conjunction with the pericardial effusion. Pericardial drainage was performed via a subxiphoid approach with an estimated no flow of 0 minutes and a low flow rate of 12 minutes. Following cardiorespiratory arrest due to asystole the patient developed post anoxic encephalopathy. The patient remained in intensive care for approximately thirty (30) days post index procedure and experienced cardiogenic shock as well as septic shock due to pneumonia associated with mechanical ventilation. Reanimation efforts were discontinued and the patient died.